Event description:
The patient experienced no stimulation, a gradual return of tremor, freezing gait, and a fall while walking. The green neurostimulator battery light of the patient programmer was not lit. The patient was seen by his hcp. The right deep brain stimulator was replaced. The hcp reported the patient outcome as 'no injury'.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.